Manufacturer narrative:
The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the probable causes are shown below: in light of the fact that more than seven years have passed since the subject device was manufactured, damage to the pip connector was caused by deterioration over time due to the long-term use of the device or by the user¿s application of an excessive force to the pip connector. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the following description about handling of the endoscope is included in the instructions for use - do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report is confirmed, and testing found a damaged picture in picture (pip) connector was preventing connection with the pip cable. Additionally, it was found that the device required a software upgrade. Olympus is pending approval from the user facility for service on the device. If new and/or additional information becomes available from the service activity, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that video connectors on the device are broken and cannot be connected. It was also reported that the picture in picture connector has broken off. There was no patient involvement associated to this report.